Event description:
It was reported that a user contacted support after a factory reset of the ilet bionic pancreas and reported a blood glucose value of 213 mg/dl after announcing a usual meal size but consuming more food than typical; the agent advised allowing 90 minutes for corrective dosing. Investigation included technical support review and user education on meal announcement practices. Further investigation of this case revealed use error related to incorrect meal size announcement leading to hyperglycemia, with the device functioning as designed. No user reported symptoms associated to hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine device-directed correction, and no hospitalization. It was concluded that the event was due to user meal announcement error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.